Event description:
It was reported that during the device changeout, the physician noted on the x-ray and after the pulse generator was removed that the epoxy header had completely separated from the metal can. The device was assumed to be at end of life, given the lack of pacing support and length of time it had been implanted. As the patient had a strong underlying rhythm, it could not be determined when the header broke. The pulse generator was explanted and replaced.

Manufacturer narrative:
Na